Manufacturer narrative:
Device evaluation results: one cadd cassette reservoir was returned for investigation in used condition. Photographs of the product were also received. The first photograph showed the front view of the used cassette product. The second photograph showed the union between the pump tube and bag. The physical product was visually inspected. No abnormalities were noted. A syringe was then used to infuse water into the ay bag. Leakage was detected in the bottom of the pump tube near the union with the bag. The customer reported product problem (leakage) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the customer filled up the cadd cassette reservoir with medical fluid on (B)(6) 2020. The operator then noticed hat 20 ml of the fluid was leaking. This was observed the next day on 31-july-2020. No patient injury or complications were reported in relation to this event.